Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 patient code. H6 patient code: no code available (3191) used to capture the blood heavy metal increased.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records patient was revised to addressed left failed total hip arthroplasty pain, metallosis, small abductor tear and inflammation. Operatives notes indicated elevated metal ion level and heterotopic ossification. Doi: (B)(6) 2007. Dor: (B)(6) 2019; left hip.